Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The boards and correctors were reseated during the service call. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system screens locked up during use. No pt serious injury or death was reported related to this event.